Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a patient was receiving chemo with use of the listed device. The needle became dislodged resulting in chemo drug to infuse into the surrounding tissues. This resulted in swelling and skin burns.